Event description:
It was reported that a right atrial leadless pacemaker's helix became stretched after repositioning due to inadequate mapping measurements. The lp was replaced to complete the procedure. Patient was stable.